Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Company representative reported via email, the customer had reported they were hospitalized due to high blood glucose. High was caused due to the infusion set coming loose. Customer stated the infusion set had a kinked and the insulin pump was not delivering insulin. Customer also mentioned the reservoir cap would not twist at all and was preventing her to get insulin. Customer declined troubleshooting with helpline. The insulin pump is not returning for analysis.